Event description:
It was reported during a left total hip replacement procedure, the motor on the battery reamer drill may be burned out. It was reported a spare device was readily available and was used to complete the procedure with no further problem, no harm to patient. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04441. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: part was received, investigation is ongoing.